Event description:
It was reported that, during a follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced telemetry issues. The device was not able to be found by the programmer, another programmer was used with the same results. Eventually the follow up was able to be completed and the patient was asked to perform a patient initiated interrogation (pii) to make sure everything was fine. Additionally, an episode of inappropriate shock due to noise and oversensing was observed. Further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.